Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2016. Complaint for a low transmitter battery was confirmed. In addition a transmitter failure was found and confirmed on (B)(6) 2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of low transmitter battery. A root cause could not be determined.